Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low power hazard alarm was confirmed via the submitted log file. A review of the submitted log file spanned approximately 12 days (23apr21 ¿ 05may21 per time stamp). On 29apr21 at 13:59, the low power hazard alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~3.5v. The no external power alarm did not activate due to the voltage not dropping low enough. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. Additional information provided on 12may21 stated that the mpu will not be returned and the serial number was unknown. It is unknown if the patient has a v-lock, if the power cord came loose, or if there was a loss of power. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low power hazard alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. Device history records could not be reviewed due to the serial number of the mpu being unavailable. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed

Event description:
It was reported that the patient went to clinic with no concerns, because this was a follow-up to the significant speed change from previous week during a ramp study. Patient was feeling well since procedure and had minimal pi (pulsatility index) events ¿ none with evidence of drop in flow / suction since. The log file captured a low power hazard external event on (B)(6) 2021. This was caused by power to the mobile power unit (mpu) being briefly interrupted. The low voltage hazard was addressed during clinic visit, which was consistent with the patient¿s power going out at home. The mpu will not return and the serial number was unknown. The patient was transferred from another center. Both centers don't have any further information.